Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Added additional information the customer complaint indicated that there was damage on the tyvek. One sales unit carton was returned with six sealed packages. The carton and packages were separated and the suspect package was pouched separately in bubble-wrap. The carton had slight crush/compression damage. Each package was visually inspected. On visual inspection, it was confirmed that one package had a small hole aligned over the device knob fin. The hole was confirmed by using dye test. The remaining five packages exhibited no damage. The defect characteristics appear indicative of damage caused from the inside of the package outwards rather than damage that was caused from the outside-into the package. Based on the investigation, it is not possible to determine how the damage to the package occurred.

Event description:
It was reported that during the incoming/labeling operation at the affiliate office, damaged was noticed on the tyvek. The device was not at a hospital.